Event description:
During a laparoscopic biliopancreatic diversion with duodenal switch single anastomosis with hiatal hernia repair procedure, the endo360 suture needle spontaneously popped off the suture while in the patient laparoscopically. The surgeon was able to retrieve the needle, and the procedure continued without further incident.